Manufacturer narrative:
On 7-dec-2020, mentor received additional information regarding the patient's demographic. The patient's race is caucasian. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: early onset seroma, wound infection. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with an unspecified mentor tissue expander and experienced left-sided early onset seroma and wound infection postoperatively. The patient was treated with antibiotics for two weeks. As a result, the patient underwent removal without replacement on (B)(6) 2017. The date of event and date of explantation were estimated as (B)(6) 2017 and (B)(6) 2017 respectively based on available information. At the consultation held on (B)(6) 2017, the patient stated that her left breast had improved already and felt less symptoms. The patient was waiting on the recovery of left breast skin to move on to the next step of breast reconstruction process. On (B)(6) 2017, the patient underwent an implantation surgery with a 800cc mentor memorygel breast implant (left catalog #:3505800bc, left serial #:(B)(4) and a 750cc mentor memorygel breast implant (right catalog #: 3505750bc, right serial #: (B)(4).